Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) oversensed. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. This product remains in service.